Event description:
Customer reportedly received results of 144 mg/dl and 81 mg/dl within 10 minutes on the performa system. No actions taken based on device results. No adverse event reported. Requested return of suspect device.

Manufacturer narrative:
The event occurred in (B)(6). The affiliate clarified the actual results received by the customer.

Manufacturer narrative:
The event occurred in (B)(6). Manufacturer was not able to obtain this information.

Event description:
Customer reportedly received results of 154 mg/dl and 81 mg/dl within 10 minutes on the performa system. No actions taken based on device results. No adverse event reported. Requested return of suspect device.